Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 489 mg/dl at the time of incident. Troubleshooting found that the pump also alarms unexpected restart at every battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin pump alarmed a21 and had loss of memory after battery change due to faulty component on the interface board. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specification and passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.